Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed as a material separation of the anterior needle tip and cuff. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The device condition is evident of a material separation of the suture during suture harvest (step 3). The reported difficulty and subsequent treatment appear to be related to an interaction an interaction with patient anatomy or suture/ link pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.